Event description:
It was reported that during a dialysis procedure, a balloon pin hole occurred. The 85% to 90% stenosed target lesion was located in a non-tortuous and severely calcified subclavian vein. A mustang 12.0x40, 135cm balloon catheter advanced to the lesion and the balloon would not increase pressure beyond 4 atm. After withdrawal the balloon was intentionally inflated and a saline leak was noted through a small hole in the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was deflated. An attempt to inflate the balloon material to its rated burst pressure failed due to a pinhole leak located approximately 5mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a dialysis procedure, a balloon pin hole occurred. The 85% to 90% stenosed target lesion was located in a non-tortuous and severely calcified subclavian vein. A mustang 12.0x40, 135cm balloon catheter advanced to the lesion and the balloon would not increase pressure beyond 4 atm. After withdrawal the balloon was intentionally inflated and a saline leak was noted through a small hole in the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.